Manufacturer narrative:
(B)(4). The reported complaint that "wrong stickers. Sticker miss matched" is confirmed based on the attached picture. The picture shows the packaging label and the volume sticker with different sizes. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incorrect volume sticker. The most probable root cause of the complaint is manufacturing related. A nonconformance has been initiated to further investigate the issue.

Event description:
It was reported "iab catheter is incorrectly labelled with both 30 and 40 cc labels. Upon closer inspection of the labels, and afterscanning the barcode, it was noticed the device in question was only 30 ccs in size. It was also confirmed the size by the inscription on the catheter itself. The cath lab physicians elected to leave the 30 cc catheter in place as theywere worried the patient would not tolerate removal and re-insertion of a new device". Additional information received stated that the patient is deceased. However, it was reported that "patient expired due to cormorbities and other complications not due to the iab according to the physician."

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iab catheter is incorrectly labelled with both 30 and 40 cc labels. Upon closer inspection of the labels, and after scanning the barcode, it was noticed the device in question was only 30 ccs in size. It was also confirmed the size by the inscription on the catheter itself. The cath lab physicians elected to leave the 30 cc catheter in place as they were worried the patient would not tolerate removal and re-insertion of a new device". Additional information received stated that the patient is deceased. However, it was reported that "patient expired due to cormorbities and other complications not due to the iab according to the physician."